Manufacturer narrative:
Masks were not returned for evaluation. Customer stated since airing out the smell did fade. All information known or reasonably known to battelle has been included in this submission.

Event description:
User reported strong peroxide smell from box of masks. The masks associated with this event were decontaminated with the battelle ccds "closed system" process.